Event description:
The end user was driving the scooter when she turned left suddenly, and fell from the scooter. The user sustained a fractured right arm requiring hospital stay. The customer stated that it was user error, and she was driving on uneven grassy terrain.

Manufacturer narrative:
Evaluation anticipated but not yet begun. A follow-up report will be submitted upon completion of investigation.